Manufacturer narrative:
Lot # (cont.) Procleix ultrio plus assay master lot number 701019; procleix ultrio elite assay master lot number 700516. \procleix ultrio plus assay bl125113; procleix ultrio elite assay bl125652.

Event description:
On (B)(6) 2019, grifols customer tianjin blood center in tianjin, china reported discrepant results between the ultrio plus and ultrio elite assays, and the elisa hiv ag/ab and haoyuan hiv rna tests. Individual samples were tested with the ultrio plus and ultrio elite assays and were nonreactive, and the elisa hiv ag/ab and haoyuan hiv rna tests and were reactive. Further testing in the haoyuan hiv rna test was nonreactive in four of four replicates. The donor sample was tested at the centers for disease control in china and was reactive for hiv by western blot. The customer indicated that the donor was undergoing hiv treatment at the time sample was collected. The donor unit was discarded. The ultrio plus and ultrio elite run reports from the customer showed valid calibrators and controls, indicating the assays and instruments performed as expected. There were no documented issues in the quality control release and manufacturing records for these two master lots and there were no related nonconformances with the master lots or any of the components in the master lots. An investigation is in-progress. Any additional information received will be provided in a follow-up report.

Manufacturer narrative:
D.4. Lot # (cont.) Procleix ultrio plus assay master lot number 701019; procleix ultrio elite assay master lot number 700516. G.5 (cont.) Procleix ultrio plus assay bl125113; procleix ultrio elite assay bl125652.

Event description:
On 19aug2019, grifols customer (B)(6) blood center in (B)(6) reported discrepant results between the ultrio plus and ultrio elite assays, and the elisa hiv ag/ab and haoyuan hiv rna tests. Individual samples were tested with the ultrio plus and ultrio elite assays and were nonreactive, and the elisa hiv ag/ab and haoyuan hiv rna tests and were reactive. Further testing in the haoyuan hiv rna test was nonreactive in four of four replicates. The donor sample was tested at the centers for disease control in china and was reactive for hiv by western blot. The customer indicated that the donor was undergoing hiv treatment at the time sample was collected. The donor unit was discarded. The ultrio plus and ultrio elite run reports from the customer showed valid calibrators and controls, indicating the assays and instruments performed as expected. There were no documented issues in the quality control release and manufacturing records for these two master lots and there were no related nonconformances with the master lots or any of the components in the master lots. An investigation is in-progress. Any additional information received will be provided in a follow-up report. Follow up information (final): the investigation has been completed for the discrepant results. The customer run reports did not show any issues and the assay performed as expected. A review of the package inserts for ultrio plus and ultrio elite indicates that below 60 iu/ml (36 copies/ml) for hiv reactivity drops below 100%. The root cause is likely a sample that has a low hiv titer. The donor is known to be hiv positive and is under treatment for hiv, which could cause a viral load below the limit of detection. The ultrio plus and ultrio elite master lots as well as the individual components passed all qc release specifications. The customer run data did not show any issues with validity or calibrators. The customer did not report any instrument issues. No further information is expected. This is considered the final report.